Event description:
Oxygenator support is an off-labeled use of the device. The device is designed to operate for periods of up to 6 hours and the device is labeled for maximum of 6 hour use. It was reported that 24 devices were used during oxygenator support of one pt during 8/1/96 through 8/26/96. Each oxygenator was changed out after 24 to 26 hours of use. The pt subsequently expired. Return of the involved devices was requested. Perfusion records and serial numbers of the affected units were also requested. No devices or records will be returned from the hosp. The clinician stated that the pt's death was not related to the oxygenators performance the pt died of multi organ failure after peritonitis.